Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture, noise, and lead impedance anomaly. The lead was capped and replaced on (B)(6) 2015. The patient was stable after the procedure.